Event description:
The customer tested his blood glucose and received a reading of 191 mg/dl using his contour meter. He retested using another meter and received a reading of 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.